Manufacturer narrative:
Follow-up #5: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 17 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #6 30-jan-2018 device evaluation: in q4 2017, there were 5 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #12 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there were 3 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation in q1 2017 there were 97 additional instances of dim and discolored display screen failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #7: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 11 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 1165 allegations of a malfunction, 481 pumps were returned to animas and investigated. Of the investigated pumps, 440 were found to be malfunctioning due to dim, colored display. During investigation for unrelated allegations, there were 316 additional dim/fading/color spectrum failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 1165 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-85 years of age and between 5 and 420 pounds. Of the reported patients, 536 were male, 620 were female, and 9 were unknown.

Manufacturer narrative:
Additional information to describe event or problem: this report summarizes <noe> 1166</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-85 years of age and between 5 and 420 pounds. Of the reported patients, 536 were male, 621 were female, and 9 were unknown.

Manufacturer narrative:
Please disregard follow-up#1 associated with this pi. It was submitted in error.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 5 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 4 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #4 07/28/2017 device evaluation: in q2 2017, there were 55 instances of dim and discolored display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #8: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 7 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.